Manufacturer narrative:
Author citation: jimenez contreras f, et al. Long-term predictors of morbidity and mortality in patients following lvad replacement. Artificial organs, 48(2), 157¿165. B3: event date estimated. E1: the patients were implanted at duke university medical center at 2301 erwin rd, durham, nc 27710. The reporter was fabian jimenez contreras from shands hospital at university of florida located at 1600 sw archer rd, gainesville, fl 32610. Email: jimenezco.fabian@ufl.edu, phone number unknown. Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist devices (lvad) and the reported events could not be conclusively determined through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm3 lvas patient handbook are currently available. Section 1 of the IFU ¿introduction¿ lists localized infection and pump thrombosis as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 of the IFU ¿patient care and management¿ lists infection and thromboembolism as potential late postimplant complications that may be associated with the use of hm3 lvas. This section also includes information regarding how to prevent and control infection. Section 6 contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article, ¿long term predictors of morbidity and mortality in patients following lvad replacement,¿ that replacement with heartmate 3 (hm3) showed superior outcomes compared to all other pump types when controlling for both initial pump type and other independent predictors for death or left ventricular assist device (lvad) replacement. This retrospective study evaluated a total of 152 patients who were implanted with an lvad (hm3 or hvad) between 2006 and 2020. The primary endpoint in this study was defined as death or need for an additional lvad replacement or replacement-free survival. Of the 152 patients that were studied, 101 patients experienced the primary endpoint. The aim of the study analyzed which risk factors best predicted death or the need for an lvad replacement. Of the 101 patients that experienced an event; 85 died and 16 received a replacement lvad. 13 out of the 16 patients who received a replacement, died during the study period. The median age of patients who received a second lvad was 59. Patients who died or underwent an additional replacement had a mean age of 61 vs. A mean age of 57 for those that didn¿t experience the primary end point. The need for an lvad replacement was divided into three categories: device malfunction, infection, and thrombosis. Of the 16 patients who received a replacement lvad, 12 were replaced due to infection, 4 were replaced due to thrombosis, and 0 were replaced due to device malfunction. Of the 12 who were re-replaced, 11 had a previous lvad replacement for infection. It was observed that patients who received a replacement lvad with a hm3 showed significant improved replacement-free survival compared to those implanted with an hvad. The use of preoperative ECMO before lvad replacement was associated with decreased odds of replacement-free survival. Out of the 11 patients who received ECMO support during lvad replacement remained alive after 1000 days postoperatively. Overall, preoperative ECMO was shown to increase risk of death or the need for a second replacement lvad. Preoperative ventilation also predicted inferior outcomes, as those who were supported with mechanical ventilation in the preoperative period had an increase risk of death or second replacement. Additionally, sternotomies were associated with worse outcomes. Subjects with 3 or more sternotomies to the time of replacement had an increased risk of death or a second lvad replacement. In conclusion replacement with heartmate 3 showed superior outcomes compared to all other pump types when controlling for both initial pump type and other independent predictors for death or lvad replacement. Related MFR # 2916596-2024-01908.